Event description:
A peritoneal dialysis (pd) patient's contact reported having problems with the cycler. During discussion the patient's contact reported that the cycler had experienced a leak two night's prior to their call to technical support. The specific events leading up to and following the leak are unclear, however, the patient contact reported the leak occurred when prompted to remove the cassette. He also mentioned that it had not gone into treatment mode. The set has not been made available. Additional attempts to contact the patient's caregiver have not been successful. During follow up the patient's pd nurse reported on (B)(6) 2014 patient was admitted to hospital with peritonitis. He had cloudy effluent for several days before he came into clinic but had not informed the nurse. He was overloaded with fluid as he had not been completing treatment adequately. While in hospital he continued pd treatment on another manufacturer's cycler. He had a couple treatments with hemodialysis but did not tolerate it well and was placed back on pd. On (B)(6) 2014, the patient had a significant coronary event following cardiac arrhythmias and passed away. While in hospital, he was treated with antibiotics but the nurse is not sure he ever cleared the peritonitis before passing.

Manufacturer narrative:
A peritoneal dialysis patient death has occurred following treatment with a cycler set that experienced a leak. A follow up MDR will be filed following review by post market clinical department and manufacturing plant evaluation.